Manufacturer narrative:
The reported event occurred on a cobas s 201 system (serial number: (B)(6). The investigation determined that the kit t-scrn mpx v2.0 control ce-ivd performed within specifications. No product problem related to the customer¿s allegation was identified. A review of the data provided indicated that the invalid positive controls were observed across multiple reagent and control lots. The system assessment ruled out a system issue, and no abnormalities were identified with the reagents or pipetting. Batch trend analysis identified a trend for control lot: f11233 but not for other reagent or control lots. The likely cause of the control dropouts was attributed to poor mixing or customer handling. The customer was advised to follow the guidance outlined in product labeling to minimize the occurrence of positive control invalids and to ensure proper mixing of controls prior to use.

Event description:
The initial reporter alleged invalid positive controls due to target dropouts while using the kit t-scrn mpx v2.0 control ce-ivd on the cobas s 201 system. On (B)(6) 2020, the hiv-2 control was invalid due to no amplification of the hiv-2 target. On (B)(6) 2020, the hiv-2 control was again invalid due to no amplification of the hiv-2 target. On (B)(6) 2020, the hiv-1 o control was invalid due to no amplification of the hiv-1 o target. On (B)(6) 2020, the hiv-1 o control was again invalid due to no amplification of the hiv-1 o target.